Manufacturer narrative:
Eval summary: the customer reported condition of pump that will not recognize channel a was confirmed during eval. During eval the channel a select and open key on the pumphead module keypad were found to be not working. The cause of the problem was a defective keypad on channel a pumphead module. The channel a pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.

Event description:
The facility reported an infusion pump that will not recognize channel a. The event was reported to have occurred prior to use. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available. The uim master software is unremediated version 5.03.00.